Event description:
When the lead cap was being removed, the lead cap nut backed out with the screw and lodged into the lead cap. The #0 electrode was frayed with the lead cap taken off. When tested at an amplitude of 3 volts, electrode impedances were greater than 4000 ohms on all bipolar pairs involving the #0 electrode. Current measurements were within normal limits in case-#1, case-#2, and case-#3 combinations, but less than 15 microamperes on all other bipolar combinations on the left lead. The lead remains in the patient. The patient outcome was reported as 'no injury, recovered without sequela.' Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
In 2008, the lead was returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.